Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main cubie drawer had failed. A field service engineer recovered the storage space and confirmed that the issue was resolved. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a main cubie drawer failure. The customer stated this malfunction occurred while issuing medication to the patient and confirmed that there was no delay in patient care or no harm to the patient. There were no adverse events or injuries reported based on this event.